Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the screw is broken on the position by the last pitch of the thread located by the head of the screw. We are not able to determine the exact cause which has led to the damage. Too much mechanical force beyond its design, was applied during removal which caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking screw had been implanted in tibia plateau fracture for a year. When the locking screw was extracted from the patient, the screw was broken. There was a surgical delay reported of fifteen minutes. There was no residue left in the patient. This report is 1 of 1 for complaint (B)(4).